Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 755 (mg/dl) and diabetic ketoacidosis. The customer attempted to treat their elevated bg levels with a bolus prior to going to the hospital. While hospitalized, the customer was treated with intravenous insulin and released the next day.